Manufacturer narrative:
Device evaluation by MFR: the mustang 6.0 x 80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 25mm proximal of the distal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with resistance being encountered and excessive force being applied to the device when crossing the lesion. A visual and tactile examination found the shaft of the device to have severe stretching damage and kinking located between the proximal and distal markerbands. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found both markerbands to be undamaged and in the correct position on the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the brachial vein. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the brachial vein. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was normal.